Manufacturer narrative:
This report is submitted june 25, 2018.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently the patient was sedated on (B)(6) 2018 to perform a device integrity test.